Event description:
It was reported that the subject device had a noise displayed when camera cable moved "black spots" . The malfunction occurred during a therapeutic turis procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer¿s final investigation. Updated fields: e1, g3, d8, h2, h3, h6, h11. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation also found corrosion, flooding of the main body, and connector cracks. A definitive root cause cannot be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): "chapter 4 usage (warning). If an abnormal endoscopic image or function occurs and returns to normal spontaneously, the product may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull out the endoscope from the patient. Continued use of such a product may injure the patient, cause bleeding or perforation.". "3.1 inspection of camera head: check that there are no cracks, burrs, or other abnormalities on the exterior of the camera head, that the camera head cover glass is not cloudy or dirty, that the camera cable has no abnormal sags, bulges, scratches, holes, or stickiness, and that the electrical contacts on the video connector are not bent or rusted. Check that the electrical contacts of the video connector are not bent or rusted.". "Endoscope image disappearance and freezing (warning): do not strike or drop this product. Water leakage may destroy the electrical circuitry inside the product.". Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the subject device had a noise displayed when camera cable moved "black spots" . The malfunction occurred during a therapeutic turis procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.